Event description:
Rptr is having constant pain in his lower back and both hips, pain down his legs, mostly down the right leg. Also numbness in his back. It feels as if someone is stabbing him with a knife. He gets burning sensations. The pains are so severe at times it makes difficult for him to walk. He is a lot worse off since he had the surgery than he was before. Before his surgery, he was having pain but not like what he is having now. His dr assured him before his surgery that he would be a lot better but he is worse. (*)